Event description:
A research article comprised of a long term follow-up study of vns patients. This report captures the deaths reported in the article. One patient was reported as passed away due to epilepsy: fatal brain injury caused by a fall during an epileptic seizure. Another patient passed away from heart failure where the possibility of sudep could not be excluded. The reports of high impedance and increased seizures are captured in MFR report # 1644487-2018-01273. The report of seroma and ecchymosis are captured in MFR report # 1644487-2018-01274.